Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation performed through photographs: visual analysis of the identified photos: crease fold, deformation, red particles in the shell, yellow biological tissue and cloudy gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "pain and discomfort." Healthcare professional additionally reported left side capsular contracture, baker grade unknown, with discomfort. Device remains implanted.

Event description:
Patient reported left side "pain and discomfort." Healthcare professional additionally reported capsular contracture, baker grade IV, and "discomfort." Device was explanted.